Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage under water and pressure testing; and the device performed according to product specifications. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not prime past the filter of the set. This occurred prior to patient use. There was no patient involvement. No additional information is available.